Event description:
It was reported that the patient complained of pain, swelling and hot to touch in the cervical area. The patient was admitted to the hospital and was provided with intravenous (IV) antibiotics. It was also noted that the patient had seroma and was drained. Imaging results showed that spinal cord stimulator (scs) paddle had migrated. The patient was doing well and no further action was needed. The devices remained implanted and in service.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1232 serial number: (B)(6) batch/lot number: 824091 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI)#: (B)(4).